Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks after implant the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to bacteremia. The patient had presented with fever, chills, and leukocytosis. Blood cultures were positive for streptococcus gallolyticus, and the patient was treated with antibiotics. Prior to explant the ICD site appeared normal; however, upon opening the pocket purulent appearing drainage was noted. No further patient complications have been reported as a result of this event.